Event description:
The lead was electively explanted, cardiac tamponade resulted during explant and was spontaneously resolved. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet. Complications listed above.